Event description:
This unit was delivered to patient two days ago. The patient charged the unit overnight. The internal battery only lasted about 1 hour. The low battery alarm started at 1 hour and 2 minutes, then the battery empty alarm came on then the unit shutdown in 3 minutes time.